Event description:
It was reported that prior to starting a da vinci si surgical procedure, the prograsp forceps instrument was not recognized by the system. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode, as the instrument installed on an in-house is3000 test system passed recognition testing. Testing also showed that the instrument had one use remaining. The pogo pins did not stick and were not contaminated. Failure analysis investigation also found that the edge of the distal pulley exhibited indentations and visible scratches on the surface. The distal end of the main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It has been concluded that the damage to the instrument's pulley and main tube were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.